Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, a patient underwent bkp surgery for l2 compression fracture. Post-op, the patient complained of both femoral pains due to fall. As a result of examination, cement invaginated to lower endplate and dislocated. Bone fragment also went into spinal canal and caused nerve symptom. On (B)(6) 2015, l2 vertebral body replacement after corpectomy, decompression and psf at th12-l3 were operated. Patient complications were reported unknown. Doctor commented that the bones were weak. Cement migration might have cause the symptom. Patient complications were reported, nerve symptoms, fracture.